Manufacturer narrative:
(B)(4) .

Event description:
According to the reporter: after opening the package, the scrub nurse gave following product to the surgeon. But the inflation port was broken. There was not any damage on the pt. The surgical time was not extended by more than 30 minutes due to the product problem. There was no unanticipated tissue loss as a result of this problem. There was not tissue damage as a result of this problem. There was no blood loss of 500cc or more due to the product problem.